Event description:
Patient reported for right side "patient had the textured implants that have been recalled. After many health issues patient had them removed a couple of months ago". The event "many health issues" is not related to the device. Patient reported "capsular contracture grade unknown and chronic pain", "benign peri-implant capsule". The device has been explanted. Patient reported "these implants made me so sick", "dense fibrosis and a mild focal chronic inflammatory cell infiltrate", "some attached fibro adipose tissue and skeletal muscle is noted". The event "these implants made me so sick" is not related to device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported for right side "patient had the textured implants that have been recalled. After many health issues patient had them removed a couple of months ago". The event "many health issues" is not related to the device. Patient reported "capsular contracture grade unknown and chronic pain", "benign peri-implant capsule". The device has been explanted.